Manufacturer narrative:
Olympus obtained additional information of cleaning, disinfection and sterilization of the device from the user facility. The user facility reported they didn¿t dry the endoscope before prior to storage. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for unspecified microbes (2cfu). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The detailed result of the microbiological testing by the user facility was as follows. The instrument channel tested positive for pseudomonas stenotrophomonas (160cfu/channel). The air/water channel tested positive for stenotrophomonas maltophilia (3cfu/channel). An unspecified brush tested positive for pseudomonas stenotrophomonas (240cfu/channel). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".